Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer provided a video of the reported behavior of the device. Review of the video suggests that the device did turn on when the power button was pressed and correctly gave a green check. However, in the video, the display did not turn on. This was not duplicated with the device. The main board was replaced as a precaution. This report is being closed as observed in customer returned data. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified in the device log and attributed to a software timeout, which caused the device to not power off and then drain the battery. It is unknown what caused the timeout. The main pcb board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.